Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose value of 53 mg/dl while changing the infusion set. Reportedly, patient's current blood glucose value was 147 mg/dl. The customer declined troubleshoot for low blood glucose. Prime rewind troubleshoot was performed. The product will not be returned for analysis.